Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), menorrhagia ("menorrhagia") and pelvic pain ("severe chronic pelvic pain / pain") in a 25-year-old female patient who had essure (ess205) (batch no. 508295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation was performed with essure placement" on (B)(6) 2006. The patient's past medical history included miscarriage. Concurrent conditions included body mass index normal, polycystic ovarian syndrome, chronic cervicitis and nabothian cyst. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, dysmenorrhoea ("pelvic pain in the form of dysmenorrhea / dysmenorrhoea"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary / problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue") and weight increased ("weight gain"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headache") and headache ("headaches"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), depression ("depression"), anxiety ("anxiety"), tooth disorder ("dental problems"), dyspepsia ("heartburn") and gastrointestinal disorder ("gastrointestinal or digestive system condition type"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy-oophorectomy on (B)(6) 2016), surgery (ablation) and surgery (laparoscopic hysterectomy with bilateral salpingectomy-oophorectomy on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, dysmenorrhoea, vaginal haemorrhage, depression, anxiety, bladder disorder, urinary tract disorder, tooth disorder, dyspareunia, fatigue, weight increased, gastrointestinal disorder, migraine and headache outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: insertion details: the uterus sounded to 10-11 cm. Was narrow and long. Both the uterine osseous were easily visualized after the placement of the essure. There was one coil protruding from the patient¿s right and three coils protruding from the left. At the completion of the endometrial ablations, patient has done well and there were no other abnormalities. Procedure: the left tube was exposed using the essure hysteroscope and using the essure applicator the essure was placed and deployed with three coils protruding out of the tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2015: migration of essure device. Lmp: 2007. Ultrasound; they could not see the essure in ultrasound. Concerning injuries reported in this case the following one/ones were described in patient medical records: medical device monitoring error. Most recent follow-up information incorporated above includes: on 11-may-2018: plaintiff fact sheet received. Event headaches added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), menorrhagia ("menorrhagia") and pelvic pain ("severe chronic pelvic pain") in a 35-year-old female patient who had essure (ess205) (batch no. 508295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2016, 9 years 10 months after insertion of essure (ess205), the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, dysmenorrhoea ("pelvic pain in the form of dysmenorrhea"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary / problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), depression ("depression"), anxiety ("anxiety"), tooth disorder ("dental problems"), dyspepsia ("heartburn"), gastrointestinal disorder ("gastrointestinal or digestive system condition type") and migraine ("migraines / headache"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy-oophorectomy on (B)(6) 2016, surgery (ablation) and surgery (laparoscopic hysterectomy with bilateral salpingectomy-oophorectomy on (B)(6) 2016. Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, dysmenorrhoea, vaginal haemorrhage, depression, anxiety, bladder disorder, urinary tract disorder, tooth disorder, dyspareunia, fatigue, weight increased, gastrointestinal disorder and migraine outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrointestinal disorder, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - in september 2006: total bilateral occlusion ultrasound scan vagina - on 30-nov-2015: migration of essure device. Most recent follow-up information incorporated above includes: on 28-feb-2018: plantiff fact sheet received. Events vaginal bleeding, menorrhagia, depression, anxiety, bladder or urinary changes, migraines / headaches, migration of essure device, dental problems, dyspareunia, fatigue, weight gain, heartburn, gastrointestinal or digestive system condition type, right lower quadrant pain are added. Lab data updated. Concomitant condition added. Product, patient and reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe chronic pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("pelvic pain in the form of dysmenorrhea"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy-oophorectomy on (B)(6) 2016). At the time of the report, the pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), menorrhagia ("menorrhagia") and pelvic pain ("severe chronic pelvic pain / pain") in a 25-year-old female patient who had essure (ess205) (batch no. 508295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation was performed with essure placement" on (B)(6) 2006. The patient's past medical history included miscarriage. Concurrent conditions included body mass index normal, polycystic ovarian syndrome, chronic cervicitis and nabothian cyst. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, dysmenorrhoea ("pelvic pain in the form of dysmenorrhea / dysmenorrhoea"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary / problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue") and weight increased ("weight gain"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headache") and headache ("headaches"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), depression ("depression"), anxiety ("anxiety"), tooth disorder ("dental problems"), dyspepsia ("heartburn") and gastrointestinal disorder ("gastrointestinal or digestive system condition type"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy-oophorectomy on (B)(6) 2016), surgery (ablation) and surgery (laparoscopic hysterectomy with bilateral salpingectomy-oophorectomy on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, dysmenorrhoea, vaginal haemorrhage, depression, anxiety, bladder disorder, urinary tract disorder, tooth disorder, dyspareunia, fatigue, weight increased, gastrointestinal disorder, migraine and headache outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: insertion details: the uterus sounded to 10-11 cm. Was narrow and long. Both the uterine osseous were easily visualized after the placement of the essure. There was one coil protruding from the patient¿s right and three coils protruding from the left. At the completion of the endometrial ablations, patient has done well and there were no other abnormalities. Procedure: the left tube was exposed using the essure hysteroscope and using the essure applicator the essure was placed and deployed with three coils protruding out of the tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion ultrasound scan vagina - on (B)(6) 2015: migration of essure device lmp: 2007 ultrasound;they could not see the essure in ultrasound. Concerning injuries reported in this case the following one/ones were described in patient medical records: medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), menorrhagia ("menorrhagia") and pelvic pain ("severe chronic pelvic pain / pain") in a 25-year-old female patient who had essure (ess205) (batch no. 508295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation was performed with essure placement" on (B)(6) 2006. The patient's medical history included miscarriage. Previously administered products included for an unreported indication: loestrin, premarin, sertraline, omeprazole and bupropion. Concurrent conditions included body mass index normal, polycystic ovarian syndrome, chronic cervicitis and nabothian cyst. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2016, the patient experienced fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2016, the patient experienced migraine ("migraines / headache") and headache ("headaches"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower and cystitis interstitial ("bladder problems or changes/interstitial cytitis"). On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pelvic pain in the form of dysmenorrhea / dysmenorrhoea (cramping)"), vaginal haemorrhage ("vaginal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse),"), polycystic ovaries ("other injury or complication- please describe : polycystic ovarian syndrome") and abdominal pain ("abdominal area pain") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("anxiety"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced tooth disorder ("dental problems"), the first episode of dyspepsia ("heartburn"), the second episode of dyspepsia ("gastrointestinal or digestive system condition type: heartburn") and back pain ("lower back pain"). The patient was treated with surgery (ablation and laparoscopic hysterectomy with bilateral salpingectomy-oophorectomy on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, dysmenorrhoea, depression, anxiety, cystitis interstitial, tooth disorder, dyspareunia, fatigue, weight increased, the last episode of dyspepsia, migraine, headache, nausea, polycystic ovaries, back pain and abdominal pain outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the pelvic pain was resolving. The reporter considered abdominal pain, anxiety, back pain, cystitis interstitial, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, polycystic ovaries, tooth disorder, vaginal haemorrhage, weight increased, the first episode of dyspepsia and the second episode of dyspepsia to be related to essure (ess205). The reporter commented: insertion details: the uterus sounded to 10-11 cm. Was narrow and long. Both the uterine osseous were easily visualized after the placement of the essure. There was one coil protruding from the patient¿s right and three coils protruding from the left. At the completion of the endometrial ablations, patient has done well and there were no other abnormalities. Procedure: the left tube was exposed using the essure hysteroscope and using the essure applicator the essure was placed and deployed with three coils protruding out of the tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: results: total bilateral occlusion. Ultrasound scan vagina - on an unknown date: essure could not be seen.; on (B)(6) 2015: results: migration of essure device. Concerning injuries reported in this case the following one/ones were described in patient medical records: medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-nov-2018: plaintiff fact sheet received. Events added- headaches, nausea, polycystic ovarian syndrome, lower back pain and abdominal area pain were newly added. Event deleted - urinary / problems or changes. Event verbatim updated bladder problems or changes/interstitial cystitis and pt was updated to cystitis interstitial. Outcome of vaginal haemorrhage and menorrhagia was changed from unknown to recovered/resolved. Other relevant history updated. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), menorrhagia ('menorrhagia') and pelvic pain ('severe chronic pelvic pain / pain') in a 25-year-old female patient who had essure (ess205) (batch no. 508295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation was performed with essure placement" on (B)(6) 2006. The patient's medical history included miscarriage. Previously administered products included for an unreported indication: loestrin, premarin, sertraline, omeprazole and bupropion. Concurrent conditions included body mass index normal, polycystic ovarian syndrome, chronic cervicitis and nabothian cyst. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2016, the patient experienced fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2016, the patient experienced migraine ("migraines / headache") and headache ("headaches"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower and cystitis interstitial ("bladder problems or changes/interstitial cytitis"). On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pelvic pain in the form of dysmenorrhea / dysmenorrhoea (cramping)"), vaginal haemorrhage ("vaginal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse),"), polycystic ovaries ("other injury or complication- please describe : polycystic ovarian syndrome") and abdominal pain ("abdominal area pain") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("anxiety"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced tooth disorder ("dental problems"), the first episode of dyspepsia ("heartburn"), the second episode of dyspepsia ("gastrointestinal or digestive system condition type: heartburn"), back pain ("lower back pain"), urinary tract disorder ("bladder / urinary problems") and bladder disorder ("bladder / urinary problems "). The patient was treated with surgery (ablation and laparoscopic hysterectomy with bilateral salpingectomy-oophorectomy on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, dysmenorrhoea, depression, anxiety, cystitis interstitial, tooth disorder, dyspareunia, fatigue, the last episode of dyspepsia, migraine, headache, nausea and polycystic ovaries outcome was unknown and the menorrhagia, pelvic pain, vaginal haemorrhage, weight increased, back pain, abdominal pain, urinary tract disorder and bladder disorder had resolved. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, cystitis interstitial, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, polycystic ovaries, tooth disorder, urinary tract disorder, vaginal haemorrhage, weight increased, the first episode of dyspepsia and the second episode of dyspepsia to be related to essure (ess205). The reporter commented: insertion details: the uterus sounded to 10-11 cm. Was narrow and long. Both the uterine osseous were easily visualized after the placement of the essure. There was one coil protruding from the patient¿s right and three coils protruding from the left. At the completion of the endometrial ablations, patient has done well and there were no other abnormalities. Procedure: the left tube was exposed using the essure hysteroscope and using the essure applicator the essure was placed and deployed with three coils protruding out of the tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: results: total bilateral occlusion. Ultrasound scan vagina - on an unknown date: essure could not be seen.; on (B)(6) 2015: results: migration of essure device. Concerning injuries reported in this case the following one/ones were described in patient medical records: medical device monitoring error. Lot number: 508295 manufacturing date: 2005-07 expiration date: 2007-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), menorrhagia ("menorrhagia") and pelvic pain ("severe chronic pelvic pain") in a 25-year-old female patient who had essure (ess205) (batch no. 508295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation was performed with essure placement" on (B)(6) 2006. The patient's past medical history included miscarriage. Concurrent conditions included body mass index normal, polycystic ovarian syndrome, chronic cervicitis and nabothian cyst. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, dysmenorrhoea ("pelvic pain in the form of dysmenorrhea"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary / problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), depression ("depression"), anxiety ("anxiety"), tooth disorder ("dental problems"), dyspepsia ("heartburn"), gastrointestinal disorder ("gastrointestinal or digestive system condition type") and migraine ("migraines / headache"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy-oophorectomy on (B)(6) 2016) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, dysmenorrhoea, vaginal haemorrhage, depression, anxiety, bladder disorder, urinary tract disorder, tooth disorder, dyspareunia, fatigue, weight increased, gastrointestinal disorder and migraine outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrointestinal disorder, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: insertion details: the uterus sounded to 10-11 cm. Was narrow and long. Both the uterine osseous were easily visualized after the placement of the essure. There was one coil protruding from the patient¿s right and three coils protruding from the left. At the completion of the endometrial ablations, patient has done well and there were no other abnormalities. Procedure: the left tube was exposed using the essure hysteroscope and using the essure applicator the essure was placed and deployed with three coils protruding out of the tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion ultrasound scan vagina - on (B)(6) 2015: migration of essure device lmp: 2007 ultrasound;they could not see the essure in ultrasound. Concerning injuries reported in this case the following one/ones were described in patient medical records: medical device monitoring error. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical records received: reporters details added. Event added as ablation was performed with essure placement. Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), menorrhagia ('menorrhagia') and pelvic pain ('severe chronic pelvic pain / pain') in a 25-year-old female patient who had essure (ess205) (batch no. 508295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation was performed with essure placement" on (B)(6) 2006. The patient's medical history included miscarriage. Previously administered products included for an unreported indication: loestrin, premarin, sertraline, omeprazole and bupropion. Concurrent conditions included body mass index normal, polycystic ovarian syndrome, chronic cervicitis and nabothian cyst. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2016, the patient experienced fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2016, the patient experienced migraine ("migraines / headache") and headache ("headaches"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower and cystitis interstitial ("bladder problems or changes/interstitial cytitis"). On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pelvic pain in the form of dysmenorrhea / dysmenorrhoea (cramping)"), vaginal haemorrhage ("vaginal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse),"), polycystic ovaries ("other injury or complication- please describe : polycystic ovarian syndrome") and abdominal pain ("abdominal area pain") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("anxiety"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced tooth disorder ("dental problems"), the first episode of dyspepsia ("heartburn"), the second episode of dyspepsia ("gastrointestinal or digestive system condition type: heartburn"), back pain ("lower back pain"), urinary tract disorder ("bladder / urinary problems") and bladder disorder ("bladder / urinary problems "). The patient was treated with surgery (ablation and laparoscopic hysterectomy with bilateral salpingectomy-oophorectomy on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, dysmenorrhoea, depression, anxiety, cystitis interstitial, tooth disorder, dyspareunia, fatigue, the last episode of dyspepsia, migraine, headache, nausea and polycystic ovaries outcome was unknown and the menorrhagia, pelvic pain, vaginal haemorrhage, weight increased, back pain, abdominal pain, urinary tract disorder and bladder disorder had resolved. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, cystitis interstitial, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, polycystic ovaries, tooth disorder, urinary tract disorder, vaginal haemorrhage, weight increased, the first episode of dyspepsia and the second episode of dyspepsia to be related to essure (ess205). The reporter commented: insertion details: the uterus sounded to 10-11 cm. Was narrow and long. Both the uterine osseous were easily visualized after the placement of the essure. There was one coil protruding from the patient¿s right and three coils protruding from the left. At the completion of the endometrial ablations, patient has done well and there were no other abnormalities. Procedure: the left tube was exposed using the essure hysteroscope and using the essure applicator the essure was placed and deployed with three coils protruding out of the tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: results: total bilateral occlusion. Ultrasound scan vagina - on an unknown date: essure could not be seen.; on (B)(6) 2015: results: migration of essure device. Concerning injuries reported in this case the following one/ones were described in patient medical records: medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: ppf received events " bladder/ urinary problem" was added. Outcome of events " pain, bleeding, bladder/ urinary problem, weight gain" were updated as recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.